Manufacturer narrative:
.

Event description:
The sales rep reported a bilateral revision due to both patellas being loose.

Event description:
Additional information was received stating that this was a unilateral case and not a bilateral case. Surgeon feels the failure was a result of bad cement technique during implantation.